Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 665 mg/dl. The customer was hospitalized with symptoms of vomiting, ear pain and lethargy. The customer had diabetic ketoacidosis. The insulin pump had alarmed for no delivery and the customer was treated with an IV. The customer was wearing the insulin pump but did not realize that the reservoir was not connected to the insulin pump. The customer stated she would call back to complete troubleshooting for the no delivery alarm.